Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What was the exact splenic vessel being fired on? What stapling device was being used? What was the surgeon¿s experience with the device? Was the artery and vein attempted to be transected individually or together? Did the device cut or staple? What does the surgeon believe was the cause of the bleeding? Are any of the products available for return? Is a video available? What is the current patient status?

Event description:
It was reported that the device could not fire. During the laparoscopic splenectomy, when severing the splenic vessel, could not fire. Changed the another new (B)(4), the event re-happened. The patient was bleeding, used hemo-lock to stop the bleeding, the surgery was changed to open surgery. The patient was with transfusion. Changed another new (B)(4) to sew the wound. The patient is stable and in hospital now.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/22/2018. Additional information requested and received: what were the indications for surgery? Unknown. What was the exact splenic vessel being fired on? Not vessel, was splenic tissue. What was the surgeon¿s experience with the device? Experience. What stapling device was being used? Ec60a. Was the artery and vein attempted to be transected individually or together? No. Did the device cut or staple? No. What does the surgeon believe was the cause of the bleeding? Our device's firing issue are any of the products available for return? No. Is a video available? No. What is the current patient status? Stable and left from the hospital.